Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a sharps container. Customer reports that devices were cracked. This has been occurring over time and customer has been gathering them as they arrive (damage out of box) until they had a complete case. No patient was involved. The device will be returned for evaluation. The outer box/corrugate was not damaged. The cracked containers were noticed upon inspection out of the box. Not all the containers in the box were cracked. The boxes are shipped out as cases. The customer picks up at the warehouse. The containers are cracked on the bottom.

Manufacturer narrative:
Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. The instructions for use states, before use the container/lid needs to be inspected for any damage/cracks. A potential root cause has been determined to be external stress during shipping and handling. Based on the existing controls, a formal investigation is not deemed necessary at this time. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.